Event description:
Inflating the balloon to deploy the valve, and during inflation the balloon ruptured. As they were pulling the defective device back, a dissection occurred in the femoral and iliac arteries. The patient required left iliac artery stenting and a left common femoral artery interposition bypass graft from the distal external iliac artery to the common femoral artery bifurcation and femoral endarterectomy.